Manufacturer narrative:
Saiph revision surgery was performed on (B)(6) 2018 where the 14mm saiph fixed tibial bearing (193-738) was replaced. The device history record relating to the manufacture of saiph fixed tibial bearing red left size c 14mm lot 213268, expiry 01aug2025 has been reviewed and did not identify any non-conformances. If additional information becomes available, a further report will be submitted.

Event description:
Notification was received stating "surgical case reported to or with hyperflexed knee" and that revision surgery for part # 193-738 saiph fixed tibial bearing c left 14mm lot#213268 (exp 01/08/2025) implanted on (B)(6) 2016 was being performed. (B)(4).